Event description:
A report was received that the patient's ipg would not hold a charge. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure per physician's preference. No device malfunction was suspected. The patient was doing well post-operatively. The explanted ipg was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient's ipg would not hold a charge. The patient will undergo an ipg replacement procedure.